Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, pneumoperitoneum leaked from the instrument. The surgeon used another instrument to complete the procedure. The hospital has reported that no patient injury occurred.